Event description:
Patient developed late infection in their nasal labial folds 6 months after the injection. Patient abscess incised and drained. Augmentin was given to the patient and infection resolved.

Manufacturer narrative:
Dr. (B)(6) did not report the complaint at the time of the adverse event ((B)(6) 2009) because he did think the patient reaction was related to hydrelle until he received another patient reaction in (B)(6) of 2010. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.